Event description:
It was reported that patient was experiencing high impedance. X-rays showed no microfracture/fracture. It was further reported that patient will be referred for exploratory surgery to assess cause of high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had pin reinsertion surgery on (B)(6) 2022. No other relevant information has been received to date.

Event description:
Ap chest and lateral chest x-rays were received and reviewed. The generator placement was assessed to be normal. Based on the images provided, the feedthrough wires were intact, and the pins could be visualized to be not fully inserted due to the back of the pin being visualized. The lead was visualized in the chest. Due to the quality of the image, the lead strain relief and tie down placement could not be assessed. A portion of the lead was visualized to be behind the generator. The lead was assessed for fracture and discontinuities on the visible portions of the lead however none were noted. Based on the x-rays received, incomplete pin insertion can be confirmed; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out.